Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts lifted in two locations from their crimped positions. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks in the laser cut section. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2020. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, device analysis revealed stent damage.